Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a call service alarm while the user was asleep. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the pump¿s black box history showed that an ¿occlusion¿ alarm was recorded on 01/31/2014. No ¿occlusion¿ call service alarms occurred during investigation. The pump was opened and no intermittent condition was found to the motor assembly or circuit. The complaint of the call service alarm was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.